Manufacturer narrative:
Device analysis: no defect was observed.

Event description:
Healthcare professional reported that during injection with a syringe of juvéderm® ultra xc, the ¿bottom of the syringe came completely out, including the product.¿ there were no reported injuries. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of expulsion and detachment of device component: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with a syringe of juvéderm® ultra xc, the ¿bottom of the syringe came completely out, including the product.¿ there were no reported injuries. Packaged needle was used.